Event description:
It was reported the patient experienced a loss of therapeutic effect believed to be due to lead migration. The implantable neurostimulator (ins) battery was also depleted due to normal battery depletion. The entire system was explanted and replaced. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v008359, implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis of tined lead model 3093-28, lot# v008359 showed no significant anomalies. Analysis of neurostimulator model 3058, serial# (B)(4) showed no anomalies.